Event description:
Implant date 2006. It was reported that a "screw backed out". The pt has not reports of any complications. It was reported that a revision surgery is not planned at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.